Event description:
On (B)(6) 2012, a vsp orthognathic case was shipped to dr. (B)(6), facs after the case was successfully planned and reviewed with the surgeon per existing procedures, which included a web meeting to review the case with the surgeon. On (B)(6) 2012, during surgery a call was received by medical modeling indicating an issue with the case report. The data sent for this surgery indicated movement of the maxillary occlusal arch 10-11.5 mm anterior while the correct data for this pt was from -.3 mm to +1.7 mm anterior. Immediately complaint #(B)(4) was issued and a corrected report with the 2 mm movement data was sent electronically to the surgeon during the procedure. The surgery successfully competed without add'l harm to the pt. During follow-up analysis of medical modeling complaint#(B)(4), delayed due to surgeon availability until (B)(6) 2012, the surgeon indicated soft tissue release is common in this type of surgery; however, correct report data would have minimized the overall amount of soft tissue release required in this case.

Manufacturer narrative:
Upon case review, the initial movement data was inserted into the case report from the wrong pt; however, all other components associated with the case were correct. Upon discovery, the correct report was immediately electronically sent to the surgeon during the procedure which successfully completed. The point of failure was in the review and release process of the case report which was not followed. The review and release process has been modified to include an add'l reviewer and both visual and textual info for comparative assessment by the reviewer.